Event description:
Reporter stated that caller from facility reported that unit had overfilled a final container. This occurred when she was filling a final dual-chambered container with lipid only. The unit was programmed to deliver 127ml lipid and that was what the volume delivered display on station 1 indicated. However, the bag appeared too full and the caller removed the lipid by syringe and the volume measured approximately 255ml. The bag was discarded, so there was no pt involvement. The caller also stated the load cell reading had been erratic. The unit was sent to product services for evaluation.

Manufacturer narrative:
Unit was received very dirty with a paper clip replacing the e-clip designed to hold the bag hanger in place. Unit was tested as received. Unit passed all accuracy tests. The paper clip had to be adjusted to calibrate the load cell. Unit failed ground continuity test steps 4.17.1 and 4.17.2 overdelivery could not be duplicated; load cell was erratic. Unit was sent to repair. New bag hanger resolved erratic load cell response. Tightening umbilical cable screws resolved continuity test failure. Unit then passed qa final inspection.